Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
Theh customer reported the system intermittently failed to perform cine functions. There was no report of patient injury or death.